Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. X-rays confirmed both of the patient's leads migrated. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05761. It was reported the patient experienced ineffective therapy. Diagnostics indicated both of the patient's leads migrated. As a result, surgical intervention may take place at a later date to address the issue.